Event description:
It was reported that during an unk procedure, the display did not work. Unk how the case was completed. No pt consequence was reported.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The customer complaint has been confirmed. The main printed circuit board (pcb) was replaced to correct the issue. The unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.